Event description:
The customer reported that a piece of the active waveguide disengaged from the device and fell into the pt cavity during a laparoscopic hysterectomy while the surgeon was making the colpotomy at the end of the procedure. The piece was retrieved from the pt and there was no pt injury reported. Another dissector was opened and installed on the system in order to complete the procedure.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.